Event description:
Patient reported a left side "loss of asymmetry", "radial folds and minimal amount of periprosthetic free liquid." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "minimal amount of periprosthetic free liquid."